Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the explanted valve or sizer to verify the dimensions, a root cause cannot be determined; however, the probable cause appears to be a physician sizing error. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this mechanical valve, the valve was explanted because it was too large for the annulus. Another valve was successfully implanted with no adverse patient effects.